Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery for breakage of two of the peripheral locking screws of the baseplate due to a fall onto an outstretched arm. Glenoid sphere and baseplate were removed and replaced with new components. No further patient complications have been reported for this patient.